Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a percutaneous transluminal coronary intervention, after performing pre-dilatation, a 2.75x23 rx xience prime stent was deployed in the proximal left anterior descending (lad) coronary artery. A pre-planned 3.5x18 xience v stent delivery system (sds) was then advanced without resistance to a moderately calcified lesion in the moderately tortuous mid lad and this stent was deployed without difficulty at 12 atmospheres and was withdrawn without resistance. During post-dilatation of the 3.5x18 xience v stent, a side edge dissection was noted and slight (but not significant) ischemia occurred, which were both successfully treated via deployment of a 2.5x23 xience v rx stent, resulting in timi iii flow. There were no adverse patient sequelae, and the procedure was successfully concluded. No device or other procedural issues were noted. There was no report of a clinically significant delay. No additional information was provided.